Event description:
Caller reported that a malfunction occurred on the pump but no significant events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report back if any issues arise again. The caller acknowledged and understood the instructions.